Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up appointment, this right atrial (ra) lead was found to be exhibiting high, out-of-range pacing impedance (>3000 ohms) resulting in a lead safety switch. The physician suspected the ra lead to be fractured and elected to reprogram the ra sensing to unipolar to resolve the event. At this time, the ra lead remains implanted and in-service. No adverse patient consequences were reported.